Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. The customer does not have any additional patient sample for further testing at this time. All three levels of accutni qc have been within the customer's established ranges. Per the customer supplied documentation, a routine system check was performed on (B)(4) 2011 which passed within instrument specifications. Service was not dispatched for this event as the customer is not questioning instrument performance at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining reproducible elevated accutni results above the acute myocardial infraction cut-off for one patient generated by access 2 immunoassay analyzer. The erroneous results were reported out of the laboratory and questioned by the physician. The initial sample was repeated on the sample instrument as well as being analyzed on two alternate methods. Repeat run results from the same instrument were similar to the initial run. Alternate method testing produced lower results, discordant within the normal reference ranges. A subsequent sample was run on the same instrument and similar result to the initial run was obtained. Unknown if patient was treatment was impacted by this event.